Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device's trigger frequency is low. The customer reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device's trigger frequency is low. The customer reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer declined repair as the device is out of warranty. No repairs were completed by the pse as the customer declined service and repair due to the device being out of warranty. No parts were replaced, and it is unknown if the device is back in service. No other information was provided.